Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear lead: upn: (B)(4). Model: sc-2218-50. Serial: (B)(4). Batch: 210672/209729.

Event description:
It was reported that the patient was experiencing intermittent jolts which makes it painful and difficult to walk. It was also stated that the patient had inadequate pain relief. The patient underwent an explant procedure wherein all devices were removed. The patient was doing well postoperatively. The explanted devices will not be returned.